Event description:
It was reported that during an open sigmoidectomy procedure, the device misfired. No crunch was heard, the anastomosis fell apart, but the donuts were complete. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Anvil not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.